Manufacturer narrative:
PMA / 510(k) #: there is a 2nd 510k # associated with this product. K122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the ultrasafe passive¿ x-series needle guard syringe there was an issue with spring missing from safety. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the ultrasafe passive¿ x-series needle guard syringe there was an issue with spring missing from safety. There was no report of injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: the customer issued a complaint for ultrasafe missing spring detected by end user. Photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer. The reported condition, has been confirmed to be within the specified acceptable quality level (aql¿s) defined in the applicable specification.